Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation revealed there were no defects or damage to the insulin cartridge. The cartridge was tested for leaks, and passed testing. Product analysis was unable to duplicate the alleged issue.

Event description:
The reporter, a physician, reported that on (B)(6) 2011, the patient was admitted to the ICU with a diagnosis of dka. The patient's admitting blood glucose level was not provided. Troubleshooting revealed the insulin cartridge was empty; there were no leaks in the cartridge or tubing and no cracks in the cartridge compartment. The pump's history revealed all basal/bolus doses delivered matched correctly with those programmed into the pump, and the pump's date and time were correct. The insulin cartridge was found to be empty. There was no evidence the pump was not accurately delivering insulin. However, as the patient suffered symptoms of severe hyperglycemia and was admitted to the hospital, this complaint is being reported.